Event description:
I have used poligrip for about 10 years. I began to start having numbness, and tingling in my feet. I was later diagnosed with neuropathy. Since then, it has began to progress throughout my body. I still have to have medical care and treatment. Dose or amount: denture cream, frequency: daily, route: oral. Dates of use: 1999 to 2009. (Est.) Event abated after use stopped: no.